Event description:
This is a report of peritonitis, prolapse of her uterus and exit site infection in a (B)(6) female patient coincident with physioneal 40 and extraneal therapies for end stage renal disease (esrd). Action taken with physioneal and extraneal therapies were not reported. A cloudy bag was reported and the patient was diagnosed with sterile peritonitis. The patient was diagnosed with prolapse of her uterus and the bag was still cloudy. On an unreported date, the reporter stated that there was a worsening of prolapse from solo capd bags, which improved with a dry day on automated peritoneal dialysis (apd). On an unreported date, vancomycin, ciprofloxacin and gentamicin (dosages, frequencies and route not reported) for peritonitis. The patient was also treated with flucloxacillin (dose, frequency and route not reported). The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.